Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient?s wife contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during a drain cycle. Gts helped the patient?s wife clear the alarm and disconnect the patient. The patient elected to complete therapy with a manual bag for the last fill. The patient had disconnected to go to the bathroom, did not press "stop", and reconnected to the patient line. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) was not connected to the machine at the time of the alarm however disconnected and then reconnected with the same supplies. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).